Event description:
It was reported that on an unknown date in 2024, the threaded locking tower has lost the ability to lock into the plate. Sales representative noticed while resetting the trays. The t25 driver shaft was rounded off on the tip of the driver. It appeared worn down during inspection of trays. Screwdriver shafts and connecting screws; the retaining portion of the screw has widened. The connection screw will not retain to the screwdriver anymore. There were no patient consequences. This report is for a 4.3mm threaded drill guide. This is report 2 of 9 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: b3: date of event is an unknown date in 2024. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 ¿ device not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.